Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a rosch-uchida transjugular liver access set encountered resistance during puncture. The procedure was completed with an additional device. Upon initial inspection of the returned device, damage to the sheath was noted, thus prompting this report. No adverse effects have been reported. Reviews of the complaint history, device history record (DHR), and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One used set was received. The flexor sheath appeared to be out of round. There is no indication the complaint device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for the reported lot and records no relevant non-conformances. A database search for complaints on the reported lot found one additional complaint reported from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. This product is not currently packaged with instructions for use. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that the damage to the sheath is possibly related to tortuous patient anatomy, as it was mentioned that resistance was encountered during puncture. However, this cannot be definitively confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): street: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a rosch-uchida transjugular liver access set encountered resistance during puncture. The procedure was completed with an additional device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Upon initial inspection of the returned device, damage to the sheath was noted, thus prompting this report.